Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing and pacing inhibition for greater than two seconds. In addition, review of impedance trends revealed a single pace impedance measurement greater than 3,000 ohms. The health care professional (hcp) discussed evaluating the patient with isometrics, pocket manipulations, impedance testing, as well as confirming the patient's actions at the time of the episode. The lead remains in service. No adverse patient effects were reported.